Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels reaching 30 mg/dl. Customer ate candy to address low bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed in available pump logs by cgm. Low bg level were recorded during the first month on days were there were no bolus requests or basal delivery. There was no basal delivery until (B)(6) 2016. Basal delivery was started on (B)(6) 2016, and basal rate setting were not adjusted until (B)(6) 2016. User made bolus requests without entering current bg level and still having insulin on board (iob). Basal rate setting may have needed to be adjusted to compensate for the patients insulin needs throughout the day. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.